Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have a spot on his right lung and it has been since (B)(6) of last year. Patient believes that using the device caused the spot on his lung. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's to have a spot on his right lung and it has been since june of last year. Patient believes that using the device caused the spot on his lung. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer observed an unknown brown substance, dust contaminant was discovered on the top enclosure. Further internal examination by the manufacturer revealed the presence of a similar dust-like substance on the bottom enclosure, the top of the blower, and on the blower seal. Additionally, a keratin-like substance was identified at the outlet of the blower box. However, no evidence of degradation or breakdown of sound abatement foam was observed. The manufacturer used a fitt (foam integrity test tool) and was unable to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 1 error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed only brown dust contamination. Manufacturer unable to address the patient symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.